Manufacturer narrative:
(B)(4): device was not returned to the MFR for eval. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance of specs.

Event description:
It was reported that the jaw of the instrument's tooth was cracked on the tip. No pt complications were reported.